Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Recall 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation contamination was observed on the force sensor. Unrelated to this issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
Evaluation revealed contamination on the force sensor. This report is being made based on the evaluation results.